Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in a moderately tortuous and moderately calcified coronary artery. A 3.50 x 16 synergy¿ drug-eluting stent was advanced with a non-bsc guide extension catheter but failed to cross the lesion. The device was removed from the patient's body and the proximal edge of the stent struts were noted to be lifted. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was good.